Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran server 2 service method tests and removed and detailed server 2 arms. During subsequent visits, the cse replaced the motor, mount, and belts and auto aligned reagent 3 (r3). Next, the cse checked the r3 bottom of cuvette (boc) and ran service methods tests successfully. After that, the cse replaced sample 2 (s2) mixer and the r3 flush pump, auto aligned the s1, s2, and r3 arms, and checked and aligned boc on s1, s2, and r3. Next, the cse ran server 2 service method tests successfully. Then, the customer ran calibration and quality controls (qcs), which recovered acceptably. Siemens reviewed the calibration and qc data and observed that calibrations and qc were acceptable at the time of the event. Siemens concluded that the s2 mixer, r3 flush pump, and improper alignments potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The erroneous results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista 1500 instrument and recovered higher. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention nor adverse health consequences due to the falsely depressed co2 results.